Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the collet in the reported problem area of the pipette assembly contaminated with serum. The collet spring and plunger clamp were cleaned. The 2-pole ribbon cable and lld spring were replaced. The tip pick up primary rack secondary rack and reagent height positions were adjusted. The instrument were tested without further problem and returned to service.